Event description:
Customer called to report that while preparing to unload a pt from the table, the home key was pushed and not held, but the table continued to move out and all the way down to the floor. This full motion was not requested. The field service engineer requested that the customer complete a system shutdown and restart. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).